Event description:
The operator attempted arteriotomy closure using the closer s 6 fr. Following an interventional procedure. The pt had a very fibrous hematoma. There was no vessel calcification, but it was difficult to insert the introducer sheath. The physician encountered difficulty introducing the closer device. After insertion, a "clap-like" sound was heard and the closer device was broken in the curve where the feet fold out. It is unknown as to how closure was achieved; however, there was no pt injury reported.